Event description:
It was reported that the patient presented in the emergency room for a vibratory alert. Upon review, the left ventricle lead exhibited low pacing impedance on the 1st, 2nd, 3rd coils, and high pacing impedance on the 4th coil due to inadequate insertion into header. Programming changes were made on the device. The patient was in stable condition.